Event description:
Pt presented with pain. Ceramic head removed, was still attached to stem and had no markings or name to identify, therefore no lot or catalogue #s available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.